Event description:
It was reported that this left ventricular (lv) lead displayed an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and explained a possible loss of capture (loc) and lead dislodgement. Ts suggested chest xrays. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead displayed an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and explained a possible loss of capture (loc) and lead dislodgement. Ts suggested chest xrays. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead displayed an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and explained a possible loss of capture (loc) and lead dislodgement. Ts suggested chest xrays. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was assessed and shown to have capture and not be dislodged. The patient being in an accelerated junctional rhythm that was throwing off the timing of the device. Programming changes were made, and the patient returned to normal rhythm. The lead remains in service.